Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; im medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient's access site was less than 6 millimeter's (mm), and the right femoral artery was used. Shockwave was performed, and during multiple sheath exchanges and pushing the inline catheter up through the vessel, a right common iliac dissection occurred. Balloon angioplasty and 3 stents were subsequently placed and blood flow resumed. It was reported that the minimum access diameter was 3.1 by 5.4 mm. The dissection occurred during insertion of the sheath, nosecone of the delivery catheter system (dcs), and the use of the shockwave. Per the physician, the cause of the dissection was due to the small vessel, pushing of the sheath and inline catheter. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5, h6 image review: the patient¿s executive summary and procedural images were submitted for review. The annulus perimeter measured 87.7 mm with a perimeter derived diameter of 27.9 mm, suggesting a 34mm valve. Per the instructions for use (IFU), the minimum vessel size diameter is 6 mm to accommodate the 18 french equivalent delivery catheter system (dcs). The computed tomography measurements confirm that the minimum access vessel diameter was less than the minimum needed to accommodate the 18 french equivalent dcs. The minimum vessel size measured less than 6 mm and significant calcification was in the right iliofemoral vessels and prohibited on the left. It was reported that multiple sheath exchanges were performed, and resistance appeared to be visible during advancement of the dcs. Peripheral angiogram revealed a right iliac dissection. Per medtronic best practices, physicians should consider that complex anato mical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. There is evidence that a peripheral intervention was performed, and flow was restored. As stated in the IFU, potential risks associated with the implantation of the device may include vascular access-related complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient's access site was less than 6 millimeter's (mm), and the right femoral artery was used. Shockwave was performed, and during multiple sheath exchanges and pushing the inline catheter up through the vessel, a right common iliac dissection occurred. Balloon angioplasty and 3 stents were subsequently placed and blood flow resumed. It was reported that the minimum access diameter was 3.1 by 5.4 mm. The dissection occurred during insertion of the sheath, nosecone of the delivery catheter system (dcs), and the use of the shockwave. Per the physician, the cause of the dissection was due to the small vessel, pushing of the sheath and inline catheter. No additional adverse patient effects were reported. Additional information was received that a new medtronic transcatheter valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.